Event description:
It was reported to philips that the ups failed to switch to battery mode when the main power was cut off. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.